Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed de novo lesion was located in a non-calcified and moderately tortuous distal left circumflex artery. A 2.50x28mm taxus liberte' drug eluting stent encountered difficulty advancing through the proximal ostium of the left circumflex artery, but was able to cross. When the physician advanced the device to the lesion, it was unable to cross. The lesion was then pre-dilated with a 2.0x15mm non bsc balloon. The physician was going to reinsert the stent after pre-dilating and noted that approx 10mm from the distal end of the stent, the struts were lifted. The procedure was completed with another stent. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
Pt over 18 years of age. Initial visual examination of the returned unit revealed distal stent damage. The distal side of the stent was damaged on its third row with 1 strut slightly raised. A visual examination revealed that the tip was damaged; the tip was slightly flared to one side. The balloon section was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).